Manufacturer narrative:
Device analysis report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the ground electrode into the external auditory canal. Reimplantation is planned but had not taken place at the time of this report.